Event description:
It was reported that the right ventricular (rv) lead had low r-waves. Therefore the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead. The high voltage portion or the rv lead remains in use. It was also reported that it was discovered that the new pace/sense lead wasn't properly placed in the rv port of the device and that it was impossible to pull the new pace/sense lead out of the rv port. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: there were thirteen ventricular nst<=210 ms between (B)(4) 2012 02:58:48 and (B)(4) 2012 12:14:32. Sensing - interference/noise: ventricular short interval count v-sic=287.5 counts avg/day, in 58.11 days, between (B)(4) 2012 10:26:30 and (B)(4) 2012 13:00:55. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.